Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.3 cm in diameter abdominal aortic aneurysm. The patient was scheduled for an open repair; however, refused the open repair and an evar was performed. The iliac arteries were bilaterally 5.3 to 5.4 mm in diameter. An 18fr sentrant introducer sheath was advanced on the right side and cannulated to the lowest renal artery in advance. The endurant 28x13x166 was initially inserted in the 18fr sentrant introducer sheath (sheath in), and then implanted. 2 pieces of other manufacturer's stent grafts were implanted onto the contralateral side using other manufacturer's 14fr dry seal. Other manufacturer's excluder was additionally implanted onto the ipsilateral side. The access vessels were narrow in diameter and a sheath was used to prevent vessel trauma during the insertion and removal of the stent graft systems. Modeling of the stent graft was performed, and chimney technique was performed using other manufacturer's express stent for lower renal artery on (left) as planned. Final angiography showed no endoleak. As the surgical incision was being closed, it was confirmed that there was vessel damage in the intima of right femoral artery. Additional treatment was performed, but it worsened the situation and did not resolve the vessel damage. The physician replaced approximately 4cm in length of the femoral artery with synthetic vessel. There was some blood loss but the amount of blood loss was unknown. The physician stated that the cause of the event was related to patient's anatomy of narrow in diameter vessels. No additional clinical sequelae were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.